Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the pump was being removed tomorrow ((B)(6) 2017) due to a pump pocket infection that occurred post-operatively. There was no other information known regarding signs or symptoms or factors that may have lead or contributed to the issue. The issue was noted to be resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The catheter was left intentionally. The remnant (spinal segment) was left in place tunneled away from infection.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8731 lot# serial# (B)(4) implanted: 2005 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jan-31. It was noted that the patient had cancer and has "real bad chemo brain," which causes her to have difficulty to remembering information as result. It was reported that the infection was confirmed, and the strain was staph. The infection was associated with implant, and it was indicated that the event occurred in (B)(6) 2017. A partial system explant was performed as an intervention, and it was indicated that the infection was resolved. Per the patient, the healthcare provider (hcp) did not remove the catheter. It was stated that the healthcare provider would like to implant a new pump system on "the other side end of february; "however, the patient stated that she has other questions related to the catheter still left in her body. The patient was redirected to follow-up with her hcp's office to speak to a nurse. Additional information was received from a manufacturer's representative (rep) on 2018 (B)(6). It was stated that the patient was concerned because her doctor is leaving the area and was afraid no one would replace the pump. Additional information was received from the rep on 2018 (B)(6).the rep confirmed the aware date, and it was noted that a manufacturer's representative was not present at the explant. No further complications were reported/ anticipated.